Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results while using the architect c4000. The customer provided the following data: co2: initial 19, retest 24 mmol/l (range 20-29 mmol/l); sodium: initial 112, retest 143 mol/l (range 135-148 mmol/l). No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service (fs) investigated on site and found no problems or issues with the instrument. Fs verified system performance by performing precision runs on several assays. A review of the analyzer service history was performed and it revealed no additional occurrences of discrepant results nor did it identify any additional service or complaint issues that may have contributed to this issue. A tracking and trending review ws completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.